Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the device has small crack and a degraded probe. The most probable cause of the complaint was traced to component failure, expected or random component failure without any design or manufacturing issue due to degradation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasonic surgical device had corrosion on the probe. There was no patient involvement.